Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. On 01-jun-2024, it was reported that patient found leaks in the hard part of the site and sometimes fell off. The event occurred within three - four days of insertion. No further information was available.